Event description:
It was reported that the patient heart alert tones. It was also reported that the right ventricular (rv) lead had high impedance. The physician suspected a setscrew issue, however, all scans were clear and clean and the chest x-ray was normal with no signs of fracture and the leads were seated properly. Upon receiving continued measurements of high impedance on the rv lead, the physician opened the pocket and discovered that there was a loose setscrew. The setscrew was tightened and the device and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.